Event description:
During product evaluation, a flo-gard infusion pump was found with a damaged door. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged door was identified during the visual inspection. The cause of the condition was determined to be natural wear and tear. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.